Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported there was a vent failure and a power loss. No patient injury reported.

Manufacturer narrative:
The investigation was performed based on the transmitted error codes as the log file could not be submitted. The provided codes indicate leakages during the leak and compliance test performed before patient use. No correlation could be found between the available log entries and the reported ventilator failure. During on-site device inspection by the biomed the findings could be confimed as the performed leakage and compliance tests were not passed. Finally, the reported ventilator failure could not be comprehended or confirmed. After replacement of the elbow (which was discarded) the device passed all tests and was returned to use without further issues reported. It can be concluded that the reported symptom most likely was caused by leakages which were already detected and displayed during the leak and compliance test. Based on the investigation results the case is assessed as not reportable in retrospect.

Event description:
It was reported there was a vent failure and a power loss. No patient injury reported.